Manufacturer narrative:
H3 other text : device not returned to manufacturer..

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The ventilator was returned to a third-party service center for service. The customer complaint was able to be reproduced. During the evaluation of the device at third-party service center, a ventilator service required code was found related to the internal battery . The device's internal battery was replaced to address the issue. Additionally, the air foam inlet filter, system board, were replaced unrelated to the reportable malfunction/issue. The device passed final testing.